Event description:
Please overlook the time lapse that has occurred since the injury. It took about 1.5 months for me to recover from the injury. Since then, I have been busy with my pre-existing health issues, and in 2024 I have been diagnosed with 2 new health conditions-unrelated to the abus injury-one of which will require surgery this month. In august of 2023, prior to opening the letter containing the (B)(6)2023 twc incident report, I took contemporaneous notes about this incident and injury; thus, my account of events listed in this letter is accurate. (B)(6)2023-- site of injury: (B)(6); gynecologist: (B)(6), md. --my (B)(6) 2023 normal mammogram confirmed dense breasts, therefore dr. (B)(6) recommended that I have an automated breast ultrasound ("abus") scan, an additional screening to detect breast cancer, because mammography alone may be insufficient due to greater breast density. I watched a general electric invenia abus machine introductory video for patients, which stated that the machine exerts "light pressure." That was inaccurate. --in the abus scan room at the woman's clinic, technician (B)(6) stated that the machine needed to maintain contact with my torso for about 15 minutes and that the scan might hurt a little because of my thin body. It normally scans the torso, one side at a time, from the waist area to the neck, in order to obtain good images. After she applied the requisite lotion so that the probe could slide properly, I was not prepared for what felt like enormous pressure that felt like it was almost crushing my ribs and made it challenging to breathe. The initial scan was done at the maximum level 3. Towards the end of the first scan on my right side, when the machine's probe reached my neck area, it collided with my right collar bone, and I let out an involuntary, "ow," even though I wasn't supposed to speak. The collision left an indentation and pinkish-red line across my right clavicle. (B)(6) got a second, more experienced technician who attempted a second scan (at a level 2). Sufficient contact could not be made or sustained between the machine and my thin torso, and no more scan attempts were made. --after the injury, dr. (B)(6) apologized and examined me. One thing dr. (B)(6) said that continues to disturb me was, "well, this is how we learn." The woman's clinic learned at my great expense. The kinks needed to be worked out long before I presented at her clinic for this abus scan. At my request, because of my osteoporosis; the pinkish-red line indented across my clavicle; the soreness in my chest, lower ribs and clavicle; and concern that an unrecognized problem could manifest in the coming days, she ordered a chest x-ray. The x-rays showed no signs of damage to my bones. --effects of the injury-- it took about 6 weeks to fully heal from this injury. Due to the pain, discomfort, soreness and stiffness of my neck, right side of my body, I slept poorly for weeks. --2 days after the injury, on (B)(6)2023, I had a consultation with a primary care provider, presenting with pain on my right side. That visit summary is attached. The doctor also said that had any of my ribs been broken by this machine, particularly the lower ribs unattached to the sternum, they could have punctured an organ. --the loss of sleep due to needing to sleep in a different position that I was not accustomed to, the pain and soreness, the compensating using my left side and resulting soreness on that side too, and the strain of having to make many other adjustments after the injury on (B)(6)2023, while continuing to deal with my ongoing health issues, was a burden I did not need to bear. The woman's clinic should have been more diligent.